Event description:
On 30-mar-2026, it was reported by a sales representative via (B)(4) that an ar-2385-10 10mm quad tendon graft cutting blade had rust or some dark orange residue on the blade. This was discovered during a procedure with no patient harm. The case was completed with another device.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.